Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump did not ring after bolus delivering. Customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the insulin pump was not beeping and vibrating. Customer was assisted with self test and all tones were not sounded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test and displacement test. Device failed to vibrate or beep during self test due to vibrator motor connector broken black wire.